Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result that was generated by the unicel dxi instrument. The elevated accu tni result was 0.59ng/ml. The elevated accu tni result was reported out of the lab. The physician questioned the (0.59ng/ml) accu tni result and requested a repeat testing of the original sample. The customer retested the pt's original sample in 12 replicates. The repeated results ranged from 0.00 - 0.06ng/ml. The customer did not indicate which accu tni value from the repeat testing was reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.